Event description:
Caller reported a time settings issue after resetting the pump with a malfunction code. Blood glucose levels remained within a normal range, as there were no readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the time discrepancy exceeded five minutes again. The caller acknowledged and understood the instructions.